Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as sores on back. There were no allegations of any bleeding, oozing or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed triamcinolone acetonide .1% ointment for the skin irritation. Follow up indicated that the skin irritation improved.